Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') field representative that a large amount of water had been found on the floor, after about half an hour, an mr290u humidification chamber was changed with the breathing circuit. A crack was found in the chamber causing the water to leak. This was found during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device, mr290u humidification chamber, was visually inspected for crack as reported. Results: a vertical crack was observed in the front baffle of the chamber. There was also a crack on the side of the chamber, though it did not appear to go through the outer wall of the dome. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all mr290 chambers on the production line are pressure tested for leaks and those that fail are rejected. Following the pressure test, each chamber undergoes a visual inspection for cracks. The crack observed in the chamber is a typical characteristic of use on a high frequency ventilator. The pressure used could be higher than what is recommended. It is also possible that the returned chamber developed a crack post-production, most likely from impact damage during transportation or storage. Our user instructions specify to the user to perform a pressure leak test on the system prior to patient connection and not to use the chamber if seals are not intact upon receipt or if the chamber has been dropped. Our monitoring and trending of events involving cracked mr290 chambers due to impact has a rate of occurrence (B)(4). Our monitoring and trending of events involving cracked mr290 chambers due to the use of high frequency ventilator has a rate of occurrence (B)(4).